Event description:
It was reported that when the patient turned off one device, the other also was turned off. The devices were not particularly close to one another. The patient did not return to the clinic to see their hcp. The patient had chosen to wait to come into the clinic as he was not experiencing the shutting off of his other stimulator. Currently, both stimulators were on and functioning properly. The cause of the ins turning off was not determined. Refer to manufacturer report # 3004209178-2011-06525.

Manufacturer narrative:
(B)(4).